Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report number is 9610978-2009-00051. The product was not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that the device met quality requirements for product acceptance. Arterial dissection is a known potential adverse event associated with percutaneous transluminal angioplasty. Given the patient's history of restenosis in a prior carotid endarterectomy, where scar tissue may have developed, there may be vessel/lesion characteristics that contributed to the event.

Event description:
This female patient with a history of previous left carotid endarterectomy, hyperlipidemia and smoking was admitted for carotid angiographic evaluation and was enrolled in the sapphire registry. Angiography revealed an 81% stenosis in the proximal internal carotid artery. The lesion was 8mm in length and was a restenosis of a previous carotid endarterectomy. The lesion was not calcified. The reference vessel was 6.3mm in diameter and moderately tortuous. An angioguard rx was advanced beyond the target site and the 4mm basket was successfully deployed. The target was pre-dilated with a 4.0 x 20mm aviator balloon at 10 atm for 20 seconds without difficulty. The patient experienced a grade a dissection during pre-dilation. An 8.0 x 40mm precise rx stent was deployed in the target lesion without complication. The dissection was covered by the precise rx stent. The angioguard was successfully retrieved. Upon inspection, there was no debris noted in the filter basket. The patient experienced no neurological deficits. The patient was discharged the following day.